Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left seat rail broke in the front an inch behind where arm rest attaches to the chair. Dealer advised enduser has extreme tone. The caller states no physical damage surrounding the chair to justify the break and no injuries.